Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level over 600 mg/dl. The customer had no delivery alarms but it did not occur during manual prime and issue was resolved by a complete set change for the infusion set and reservoir. Customer's blood glucose value was 280 mg/dl at the time of the call. The customer stated that they treated the high blood glucose with manual injections. Troubleshooting was performed and did not find issue with the insulin pump. Customer declined to perform the hp test. The product was not returned for analysis.